Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that ae received for intra-operative complication of femoral bone fracture. Event does meet the definition of serious. Event has a remote possibility of being device related and is probably procedure related. Treatment includes orif with wire. Doe: (B)(6) 2017; right hip.